Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a connector pin pushed in, cord damage and the device started smoking while running. Therefore, the reported condition was confirmed. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugged into the console. It was determined that the cord damage was from allowing the cord to come in contact with a sharp object. It was determined that the device was smoking due to a foreign lubricant in the locking mechanism. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from chile that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.